Event description:
It was reported that the single-use aspiration needle's sheath was damaged after the needle was first extended. This occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was completed, after a delay, with a replacement device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.